Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026: the patient was experiencing stomach discomfort and required intravenous therapy. To avoid repeated cannula insertions, a single-use intravenous cannula was used. During the procedure, after the infusion was established, the cannula was leaking subcutaneously, the skin was red and swollen, and there was mild pain at the puncture site.